Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
Patient identifier and weight not provided. The customer will be contacted.

Event description:
As per (B)(4) during "unpacking" a dental implant displayed a lack of primary stability and the implant was explanted.